Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: colombia. Product has no liquid to retain their properties.

Manufacturer narrative:
Samples received: plain catgut suture 3/0 (3) 75cm hr22, in sealed original packaging, without solution. Preliminary analysis: review of stock: the stock was checked and found that to date there are no units of this product code and batch reference available. Quantity produced / imported: (B)(4) units of this product code and lot number were produced in total. Distributed quantity: all of the units produced were sold on 2 exports. Background: review of database indicates no other reports have been received related to this product code with this lot number. Batch record / record lot: review of the production batch documentation was performed and no deviations or alterations occurred during the process. Results for batch release results were reviewed and found to be in compliance with the requirements for this type of suture. Analysis (s) sample (s): the received sample was subjected to a visual examination where it is evident that the suture is without sterilizing solution, this might be caused by a fault during the manufacturing process. In 2012, the corrective measures were taken. To date there hasn't been any additional reports related to this issue, which shows that the actions were effective. Conclusions: because the sample received is out of specification, the claim as "justified." Actions: corrective actions have already been completed. This action has been implemented in full and the effectiveness of the measures taken; this corrective action is now closed.